Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, and an alert for a non-sustained oversensing episode due to premature ventricular contractions was observed. Programming changes were made. The patient is stable.